Event description:
On 05 aug 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on review of the system, the analysis shows that the system is working within expectations. Overall, bg/sg fit well with occasional lag, the user was advised to continue using the system and to enter calibrations as requested. Although the system was working within expectations, user reported that he was still seeing inaccurate readings.

Manufacturer narrative:
The user reported discrepancies between the bg and cg values. User mentioned receiving low glucose alerts at night while sleeping, but his glucose level are actually not low when checked. The case was escalated where based on review of the data and the example provided, the system was working within expectations. Overall, bg values met the sg trends well, taking into account the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. Support recommended that the user continue to use the system, entering calibrations as requested. The user remained unresponsive to provide the escalation response. As per dms, the user is currently using the system with up-to-date information. B4. Date of this report 03 nov 2025. G3. Date received by the manufacturer? 03 nov 2025.